Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2013-02530.

Event description:
The customer stated that he was hospitalized for low blood glucose levels, and didn't get any low glucose alarms. Nothing further was reported.